Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. Unit was monitored and no charge/battery lasts less than expected noted. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, the following battery faults were recorded: fault 104: on 08/25/2022 at 13:07:00.000 hour and fault 73: on 08/25/2022 at 22:38:00.000 hour.pump was cut open to perform a visual inspection and found no moisture or physical damage.test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, missing display window/cover, scratched case, battery tube threads - cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. In summary, customer concern for unexpected battery power loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1715k. Troubleshooting was performed and customer reported receiving replace battery alert . No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer will discontinue use of the device. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.